Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes on 08/16/2015: 215 mg/dl at 12:35 pm, 132 mg/dl at 12:38 pm, and 97 mg/dl at 12:41 pm. No adverse event reported. Test strips are no longer available. No product will be returned.